Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the replacement was done. Leads explanted, new paddle lead implanted. Leads unavailable to be sent back at this time. Hospital sent to lab.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#: va2np5j040, implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they can't turn program a up because they get settings not available. Patient said this started about 4 days ago. Agent asked, patient said a month ago and they added a couple different programs, but stimulation had been working after that until now. Patient also said they have groups b and c that work fine, but patient uses a. Patient confirmed implant was charged. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they would call their rep directly. Patient had high impedances. Contacts 0-7 40,000 ohms and 8¿15 19 to 40,000 ohms. Loss of stimulation was reported. Return of pain was reported. Cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.